Event description:
This report is to advise of a fracture in the catheter found during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 2 and the deformable body thermocouple were determined to be fractured at the location of the fracture in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.